Event description:
Info rec'd indicates, when the brakes were engaged, the casters would still swivel.

Manufacturer narrative:
The technician found that the casters and the brake mechanism were worn. He adjusted the casters and the brake mechanism to repair the bed.